Event description:
Boston scientific received information that during a routine device check, the patient presented in atrial fibrillation. A non-invasive programmed stimulation (nips) test was performed. Ventricular fibrillation (vf) was induced and an 11 joule (j) shock was delivered successfully with normal impedance measurements following. The patient was then converted but remained in atrial fibrillation. An attempt to deliver a 31 joule (j) shock was unsuccessful, at which time a "pop" was heard and an error code displayed. Low shock impedance measurements of less than 20 ohms were then observed on the right ventricular (rv) lead. The field representative called boston scientific technical services (ts) to discuss and it was recommended not to continue use of the device or lead because of a suspected shorted lead issue. The device was explanted and the right ventricular (rv) lead was partially removed. There were no adverse patient effects reported.

Manufacturer narrative:
The explanted device was returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no arc marks or anomalies. An x-ray inspection verified that the device's plasma fuse was blown and that the device was unable to charge and deliver therapy. Examination of the device's memory revealed that the device had a shock into a shorted lead fault during a ventricular tachycardia (vt) episode. It was concluded the device sustained induced high energy overstress damage after shocking into a shorted lead condition during nips testing, resulting in the blown plasma fuse, and shock into a shorted lead fault.